Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired. The patient presented to the hospital after the patient had complained of not feeling enough blood in his system. Two days later, the patients blood pressure went up, went into kidney failure, and later expired. There is no known allegation from a health professional that suggests the death was related to the device. The device will not be returned until the patients son talks to his lawyer. No further information is available.